Manufacturer narrative:
Additional information was received that a tracheotomy was placed during hospitalization. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that following the dislodgment of the first valve, severe paravalvular leak (pvl) and moderate to severe mitral regurgitation (mr) were reported. According to the cardiologist performing the transesophageal echocardiogram (tee), the dislodged valves and low position hindered the function of the mitral valve, resulting in the moderate to severe mr. It was reported that a pre-implant balloon aortic valvuloplasty (bav) was not performed. No additional adverse patient effects were reported. Updated b5, h6. The explanted valves were discarded by the customer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 02-mar-2023, UDI#: (B)(4). Product analysis: both explanted valves were not returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following release of this 29 millimeter (mm) transcatheter bioprosthetic valve, the valve dislodged down into the left ventricular outflow tract (lvot). An echocardiogram revealed new mitral regurgitation and some aortic paravalvular leak (pvl) as a result. The patient was reported to have been stable. An attempt was made to snare both valve tabs to pull the valve up out of the lvot, however only one tab was able to be successfully snared. The implanting physician attempted to pull the valve up into a better position, however the valve dislodged out of the annulus and into the ascending aorta. The snare remained in place and a second delivery catheter system (dcs) and 29 mm valve were inserted. On release of the second valve, the valve dove deep into the lvot again. This resulted in the same mitral regurgitation and pvl outcome as reported with the first valve dislodgement. The patient remained stable. The transcatheter valves were explanted and a surgical valve was implanted. No additional adverse patient effects were reported.